Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the dermatome cable had been cut. The event occurred before surgery. There was no harm or delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This MDR is being submitted to report additional information. Review of the most recent repair record determined the cable was cut in half. The plug harness assembly was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information.